Event description:
Approx one month after treatment with bovine collagen in the glabella the pt had a cyst removed at the treatment site. Four months later the pt had a biopsy taken from tissue at the same site, "diagnosis: dermal scar, old, deep with chronic inflammation. Comment: these changes may be seen in a reaction to a cyst." An additional biopsy was performed three months later "diagnosis: interstitial histiocytic dermatitis, it is possible that this is a reaction to collagen."